Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 33mg/dl. It was stated that the customer was experiencing high blood glucose for the past two weeks and was treated with manual injections. It was stated that the insulin used with manual injections is the same as filled in the reservoirs. The customer's most recent glucose reading was 359mg/dl and was treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test twice and the insulin pump failed the test. Advised to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.